Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex biliary rx fully covered stent was implanted to treat an adenocarcinoma tumor in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015, as part of the e7034 wallflex biliary preoperative drainage natx clinical trial. Baseline assessment of biliary obstructive symptoms (abos) was conducted and no biliary obstructive symptoms were reported. Baseline laboratory tests were conducted on (B)(6) 2015. The patient's baseline karnofsky score was 90. The patient's weight was reported to be (B)(6). Computed tomography (CT) was performed and the tumor was determined to be stage iia-t3-n0m0. A tissue diagnosis of adenocarcinoma was made using endoscopic ultrasound fine needle aspiration (eus fna), and the tumor size was measured to be 2.3cm using eus. A prior biliary sphincterotomy was performed. According to the complainant, the patient underwent study stent placement as an outpatient procedure on (B)(6) 2015. The 10mm x 40mm wallflex biliary rx fully covered stent was placed in a satisfactory manner and the procedure was completed. On (B)(6) 2016, it was noted that the study stent was occluded with sludge and a partial proximal migration was reported. A biliary reintervention was performed as an inpatient procedure on (B)(6) 2015, and the stent was removed using a snare to grasp the retrieval loop. A 10mm x 40mm wallflex biliary uncovered stent was placed and the procedure was completed. No adverse events were reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on may 02, 2016. The occlusion and migration noted on (B)(6) 2016 were found during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The stent was noted to be visibly occluded and had migrated out from the biliary tree and was seen in the major papilla. The stent removal procedure was completed without difficulty and there were no adverse event as a result.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on march 01, 2016, that a wallflex¿ biliary rx fully covered stent was implanted to treat an adenocarcinoma tumor in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015, as part of the (B)(4) clinical trial. Baseline assessment of biliary obstructive symptoms (abos) was conducted and no biliary obstructive symptoms were reported. Baseline laboratory tests were conducted on (B)(6) 2015. The patient¿s baseline karnofsky score was 90. The patient¿s weight was reported to be (B)(6). Computed tomography (CT) was performed and the tumor was determined to be stage iia-t3-n0m0. A tissue diagnosis of adenocarcinoma was made using endoscopic ultrasound fine needle aspiration (eus fna), and the tumor size was measured to be 2.3cm using eus. A prior biliary sphincterotomy was performed. According to the complainant, the patient underwent study stent placement as an outpatient procedure on (B)(6) 2015. The 10mm x 40mm wallflex¿ biliary rx fully covered stent was placed in a satisfactory manner and the procedure was completed. On (B)(6) 2016, it was noted that the study stent was occluded with sludge and a partial proximal migration was reported. A biliary reintervention was performed as an inpatient procedure on (B)(6) 2015, and the stent was removed using a snare to grasp the retrieval loop. A 10mm x 40mm wallflex¿ biliary uncovered stent was placed and the procedure was completed. No adverse events were reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on may 02, 2016: the occlusion and migration noted on (B)(6) 2016 were found during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The stent was noted to be visibly occluded and had migrated out from the biliary tree and was seen in the major papilla. The stent removal procedure was completed without difficulty and there were no adverse event as a result. Additional information received on june 13, 2016: on (B)(6) 2016, the subject experience mild cholangitis which required hospitalization. A biliary reintervention was performed on (B)(6) 2016 to remove the study stent and the event was resolved as of (B)(6) 2016. Interval history for the patient was recorded on (B)(6) 2015, (B)(6) 2016.

Manufacturer narrative:
(B)(4). (B)(6) clinical trial. The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016, that a wallflex biliary rx fully covered stent was implanted to treat an adenocarcinoma tumor in the head of the pancreas during a stent placement procedure performed on (B)(6) 2015, as part of the (B)(6) clinical trial. Baseline assessment of biliary obstructive symptoms (abos) was conducted and no biliary obstructive symptoms were reported. Baseline laboratory tests were conducted on (B)(6) 2015. The patient's baseline karnofsky score was 90. The patient's weight was reported to be (B)(6). Computed tomography (CT) was performed and the tumor was determined to be stage iia-t3-n0m0. A tissue diagnosis of adenocarcinoma was made using endoscopic ultrasound fine needle aspiration (eus fna), and the tumor size was measured to be 2.3cm using eus. A prior biliary sphincterotomy was performed. According to the complainant, the patient underwent study stent placement as an outpatient procedure on (B)(6) 2015. The 10mm x 40mm wallflex biliary rx fully covered stent was placed in a satisfactory manner and the procedure was completed. On (B)(6) 2016, it was noted that the study stent was occluded with sludge and a partial proximal migration was reported. A biliary reintervention was performed as an inpatient procedure on (B)(6) 2015, and the stent was removed using a snare to grasp the retrieval loop. A 10mm x 40mm wallflex biliary uncovered stent was placed and the procedure was completed. No adverse events were reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.